Manufacturer narrative:
One used fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed t1 is free from the delivery needle. T2 remains in its customary pre-deployment position on the delivery needle. The actuator is in its pre-t2 deployment position. The device was functionally tested for proper actuator advancement and cycling, t2 deployed as intended as a result of the test. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: not advancing the trigger fully. Pathological conditions in the soft tissue that would prevent secure fixation. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a meniscal repair surgery, the t1 anchor was advanced, but t2 anchor couldn't be advanced totally. T1 was already anchored secured but it was removed from the patient. Backup device was available to complete the procedure. No significant delay was reported and no patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.